Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment along the side. The pump was opened to find no moisture.

Manufacturer narrative:
Follow-up #2 date of submission 03/20/2017 - correction to serial #.